Event description:
Customer reported the fluid leaked from the set. There was no patient harm or medical intervention. Although requested, no additional event or patient information was provided by the user.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received for investigation. A follow up report will be submitted with evaluation results should the product be received.